Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Additional information: the lens remains implanted; therefore, it is not available for evaluation. One retain sample from the same lot ((B)(4)) was dimensionally inspected and all measurements were within specification. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
.

Event description:
Received additional information indicating that the lens was explanted from the patient's right eye, approximately 10 days post implant. Reportedly, the patient developed significant refractive change and the haptic appeared to be in the sulcus. According to the surgeon, lens shift with the haptic into the sulcus was the likely cause of the event. The prognosis was reported as "stable va at distance requires readers".

Event description:
It was reported that a lens vaulted asymmetrically in the patient's right eye post implant. The surgeon has planned to reposition the lens. Additional information has been requested, but has not been rec'd.